Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed competitive atrial pacing on the pulse generator resulting to inappropriate mode switch and functional loss of capture. The patient was asymptomatic. No intervention was performed at this time.